Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Complaint description: the needle separates from the fiber without more pulling on the material. Samples received: 13 unopened repack and 1 opened. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Received 13 closed samples, one open and used sample with the needle detached from the thread and a detached needle. Tested the needle attachment of the closed samples received and the results do not fulfill the requirements of the OEM. Final conclusion: taking into account that the results of samples received do not fulfill the specifications of the OEM specifications, conclude that the complaint is justified.

Event description:
Czech republic. The needle separates from the fiber without more pulling on the material.